Event description:
Ventilator unit set up and placed in "standby mode". Within a few minutes, an alarm briefly sounded. Therapist observed the display of "vent inoperable" and "device failure". Ventilator taken out of service for analysis.